Manufacturer narrative:
Biomérieux conducted an internal investigation: a review of device history record for this lot was performed and no discrepancy or anomaly was observed during this review. Ast-n303 lot # 7230363203 met final qc release criteria. This lot passed qc performance testing. Submittal of the isolates is required in order to confirm a vitek® 2 discrepancy compared to the reference method. No conclusion can be drawn without the return of the isolates.

Event description:
A customer in (B)(6) notified biomérieux of false negative esbl results associated with vitek®2 ast-n303 test kit (reference 416590) involving two (2) strains of klebsiella pneumoniae. The customer reported that this test kit did not detect esbl and aes does not alert for the review of esbl. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.